Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, prime, and excessive no delivery alarm test. However, the device alarmed during the basic occlusion test as a result of a loose/flush drive support disk. No motor error alarms noted. The device was received with broken belt clip slot. The motor was tested outside the device and passed.

Event description:
The customer reported that the insulin pump kept alarming motor error during basal. The blood glucose reading was 152mg/dl. The caller stated that the device was not exposed to a high magnetic field. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.